Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when inserting a sensor, it broke in half. Customer reported that the needle broke off. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We were unable to confirm insertion anomaly due to customer did not return insertion needles. We were unable to confirm adhesive anomaly on opened/used sensor.